Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation was on 0 and they were still feeling stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.